Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. However, imagery was provided by the site, and the following was observed: the balloon had a longitudinal and radial burst. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for balloon burst was confirmed based on review of the provided imagery. Available information suggests that patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as the description mentioned presence of heavy degree of annulus/leaflets calcification, and that an additional volume of 1ml was added to the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards australia affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 valve, the commander delivery system balloon burst post valve deployment with 1ml added to the system. It did not affect the valve as it was fully expanded. There was no injury to the patient. Per report, the perceived root cause of the balloon burst was calcium in the left cusp.